Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: when did the three needles separated from the sutures? (In the package, during removal from package, during handling or during use on the patient)? Please specify? During use on patient. Was procedure successfully completed? Yes. This procedure has completed after using another suture. Procedure name? Myomectomy of gyn procedure. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Event related to mw # 2210968-2021-07491, mw # 2210968-2021-07493.

Event description:
It was reported that a patient underwent an myomectomy procedure on (B)(6) 2021 and suture was used. The needle and suture separated from each other. No adverse patient consequences were reported. Additional information was requested.